Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture distal to the hub underneath the strain relief. If the device is forcefully mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed a midshaft kink. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the right middle cerebral artery (mcca) using a benchmark 6f 071 delivery catheter (benchmark) and non-penumbra sheath. During the procedure, once the benchmark was hooked up to flush line, the benchmark was noticed to be broken at the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.